Event description:
Related manufacturer reference number: 3006705815-2022-01427. It was reported that the patient was not getting adequate therapy due to lead migration. Fluoro imaging confirmed lead migration of one lead. Re-programming was attempted without success. As a result, surgical intervention occurred on (B)(6) 2022 and the lead was repositioned. The patient has effective therapy post operatively. It is unknown which lead migrated, so both are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.